Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, b3, b5, b6, g2.

Event description:
Later healthcare professional reported "skin and subcutaneous tissue without changes", " and "breast parenchyma with diffuse fibroglandular structures."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" and "nodule". This record is for right side. The device remains implanted.